Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was taken to the emergency room, and subsequently admitted to the intensive care unit due to a low blood glucose (bg) level of 20 mg/dl. Customer was treated with intravenous saline and insulin, and was released from the hospital five days later with no permanent damage. Reportedly, the cause for the reported issue was due to the customer delivering a larger bolus than needed to address bg levels. The customer received additional training on the pump.